Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to elective replacement indicators. There was an allegation of premature battery depletion. It was also reported that during the replacement procedure this defibrillation lead and transvensous pacing lead fell apart, however later the allegation with withdrawn due to misinformation.